Manufacturer narrative:
We checked the returned unit and confirmed that the ccd shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the bending rubber leak, the insertion flexible tube (ift) leak, the insertion flexible tube (ift) cut, the electrical connector dirty, the light guide cable bump, the suction channel kink, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, the air/water socket chipped/cut o-ring, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).